Manufacturer narrative:
Evaluation summary: for the unidentified pak, the lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews were not possible. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The file will be processed for closure and opened at a later date if the sample is received. It was discovered during a company representative visit that the irrigation/aspiration (I/a) handpiece used when this issue occurred had a missing seal at the aspiration connection point, suggesting this was a handpiece related issue rather than a cassette issue. The returned samples were visually and functionally tested and both samples passed testing. Both samples were able to reach a maximum vacuum within specification. Review of the DHR indicates the order was built to specification. No ultraflow I/a sp threaded handpiece was received for the vacuum not rising. A picture of the proximal section of two ultraflow I/a sp threaded handpieces were received with the complaint. One of the two handpieces did show that the brazing joint was no longer holding the tubing with the aspiration male luer. The other handpiece was showing signs of corrosion but still appeared to be functional at the time. One ultraflow handpiece lot number was identified with this complaint. The device history record for the lot was reviewed. According to the device history record review, the lot had a temporary deviation for the transition to a new directions for use that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. The centurion vision system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration, probable cause: loose blue luer fittings. Damaged o-ring (ultraflow I/a handpiece only). Clogged tip. Kinked or damaged tubing. Cracked blue fitting. Recommended solutions: reconnect securely. Inspect o-ring and replace, as necessary. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest. Check tubing and/or replace fms. Check fitting and/or replace fms. The returned samples met specifications. Based on the photo provided with the complaint, the complaint does confirm a vacuum rise would not be achieve for one handpiece based on the disconnected tubing from its aspiration line. The second handpiece appears to be close to having this same complaint issue. The root cause of this complaint issue appears to be from the normal wear of the brazing joint from the use and autoclaving of the reusable handpieces for approximately seven years of use.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Samples were received by a company representative and are in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that vacuum raised slowly during a cataract surgery with intraocular lens (iol) implant. It was noticed during irrigation/aspiration step. The vacuum was 250 mm hg when it was programmed at 700 mm hg or more, even with artificial occlusion. No system message was displayed. It is unknown which pak was used in this procedure. Additional information has been requested but not received to date. This is one of five reports being filed for the same facility. This report is for the procedure performed on (B)(6) 2016.